Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown prodisc l superior endplate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: furunes, h. Et al (2018). Lumbar total disc replacement: predictors for long-term outcome. European spine journal. Volume 27. Pages 709-718. (Germany). The aim of this prospective cohort study was to identify baseline characteristics associated with a clinically important improvement (= 15 oswestry disability index (odi) points) (primary outcome) and with employment (secondary outcome) at 8-year follow-up after inclusion in this prospective study. Patients with chronic lower back pain and degenerative intervertebral lumbar disc who underwent total disc replacement (tdr) or crossed over from the rehabilitation group and were treated with tdr were included in the study. A total of 82 patients were included in the final study analysis. There were 40 females and 42 males with an average age of 41 years old (range, 25-54 years). For all patients, the degenerative intervertebral lumbar disc was removed and replaced with an unknown synthes prodisc-l. Affected level were l4/l5, l5/s1, l4/l5, and l5/s1. Patients were then divided into 2 separate groups according to whether the participants achieved a clinically important functional improvement (15 points or more on the oswestry disability index, odi) (primary outcome) and whether they were employed at 8-year follow-up (secondary outcome). Complications were reported as follows: 9 patients were revised due to the following: 1 patient had implant dislocation. 1 patient had neurostimulator implantation. 2 patients had spinal fusion. 5 patients had decompression of spinal stenosis. This report is for one (1) unknown synthes prodisc l, superior endplate. This is report 1 of 6 for (B)(4).